Manufacturer narrative:
(B)(4). Batch # n53z47. Upon review of the additional information provided by the surgeon, the bleeding issues the patient had post operatively were not related to the staple line bleeding, it was determined that the event does not meet the FDA¿s defined criteria of a reportable death. It has been determined that the patient¿s death was unrelated to the device, and will be reported as a malfunction. Additional information received: an experienced powered echelon user, gastro surgeon performed lap gastrectomy 3.5. The surgeon said it could be possible that the undigested stomach content might have influenced/caused the unsuccessful firing and rupturing staple line. Additional information requested and received: please find my answers below. I spoke with dr (B)(6) a week ago and he informed me that the patient had died after a re-operation. Approximately how far had the device fired when it suddenly stopped? Approximately 20mm. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Unknown. Was there any difficulty opening the device? None reported. What were the indications for surgery? Patient sex/ bmi? Unknown. What was the cartridge selection throughout procedure? Blue cartridge. Was buttressing material used? No. Which region of stomach was being transected when event occurred? Upper region of the stomach. What is meant by suddenly stopped? Did the device stop stapling? Cutting? Motor stop? The device stapled normally aprox. 20mm, then the rest of the staples did not form normally (probably due to the undigested food that was in the stomach) it did cut, but staples were not forming a staple line until the end of the cut line. Was the issue observed on one or both sides of the cut line? Yes. How long after initial procedure did the bleeding occur? Next day, but the bleeding was not from the staple line. How was the bleeding diagnosed and treated? Unknown. Was the site of the bleeding identified to be same area of stomach where the device issues were noted? Bleeding did not occur on the staple line. How long prior to surgery was the patient npo? Unknown. Why does the surgeon believe the undigested food may have caused the event? He said that it might have interfered the formation of staples, if the tissue became too thick together with hard/undigested food content in the stomach at site just to clarify this information; the bleeding issues the patient had post operatively, were not related to the staple line bleeding. Additional information requested but unavailable: what does the surgeon believe was the cause of death? Where did the bleeding occur? The analysis found that one psee60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the first firing was made in the upper part of the ventricle with a powered echelon plus 60mm instrument using a blue reload ecr60b. The firing started normally and then suddenly stopped which resulted in the partial rupturing of the staple line. This resulted stomach content leaking to the abdominal cavity. According to the surgeon, the ventricle was dilated and there was some mal-absorbed food content in the ventricle. So the conditions were not optimal. With a new powered echelon plus instrument and a new blue reloads the procedure carried on normally. Firings were performed above the unsuccessful staple line as well as below in the part of the ventricle that was to be removed. The procedure was completed in a normal way. Food content in the abdominal cavity is the harm reported to the patient. The surgeon said it could be possible that the undigested stomach content might have influenced/caused the unsuccessful firing and rupturing staple line, but he also wanted to investigate the psee60a instrument and blue reload ecr60b.